Event description:
It was reported that, during a knee procedure, after deploying the fast fix's t1 anchor, t2 deployed prematurely. T1 was removed from within the patient there was backup device available. No significant delay in the procedure or further complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The device was visibly damaged. T1, t2 and suture were not returned. The depth limiter was attached and retracted. It was creased and misshapen. The needle was bent downward and the delivery curve was distorted. The device no longer cycled or actuated due to needle damage. The conditions aligned with the user having difficulty with use, probing and difficulty in reaching desired location for use. Per instructions for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.